Event description:
It was reported that during a gastrectomy, the jaw was broken off when the device was wiped with gauze. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning.

Manufacturer narrative:
(B)(4). The device was returned with the upper jaw detached and returned. Upon visual inspection it was noted that the retention pin were sheared off and present inside the jaw. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.